Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was leaking from the patient line connector of the cartridge. Blood glucose level ranged from 400-600 (mg/dl), and was addressed by changing the infusion set and a correction bolus.